Event description:
It was reported that interrogation prior to the generator change procedure showed that the right ventricular (rv) lead exhibited r wave amplitude variation. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure